Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that the proximal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation due to the left ventricular (lv) lead. The lv lead had high thresholds and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.